Event description:
It was reported that a malfunction alarm occurred. A temperature alarm also occurred although the pump was not exposed to extreme temperatures. Customer cleared the alarms to address the issues. Additionally, it was reported that the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose level was 180 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.